Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d4 and h4.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a 'low air supply pressure' message about 3/4 of the way through the case. The team muted the event, and it silenced and did not reoccur. T he surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's senior territory manager, the team was instructed to make sure that the hoses were tight on the heart lung machine (hlm) and the wall connections. They were also instructed to check the moisture trap on the electronic patient gas system (epgs) for moisture/fluid, which none was found. The team put the fraction of inspired oxygen (fio2) at 21% and a decent flow to see if any alarms would present and none did. It was suggested that it could be a facilities issue with the wall pressure for the fio2 and air.